Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On april 19, 2016, it was reported that the device was not meshing skin. On may 4, 2016, it was clarified that the issue occurred during surgery with no harm to the patient or operator. There was no alternate device used to complete the surgery and there was no medical intervention or additional surgical procedures required. On may 9, 2016 it was further clarified that there was no extension to the surgical procedure and the surgical technique for the product was not utilized. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time. The last repair was november 12, 2014 where it was reported that the device needed preventative maintenance and the cutter was replaced. This is not a related issue. Initial qa inspection of the meshgraft ii by on april 25, 2016 revealed there were significant impactions to the handle and minor cosmetic damage to the head. The roller was dirty and the blades were bent in the center of the cutter. There was cosmetic damage to the bottom plate and handle. The side plate and handle screws were all tight. The calibration was within specifications. The device failed to pass the test mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical on april 25, 2016 which included replacement of the roller, cutter, and worn side plates. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the technician could replicate the reported event. It was also revealed that the blades were bent in the center of the cutter and there were significant impactions to the handle. It was also noted that the device had minor cosmetic damage to the head, bottom plate and handle and all screws of handle and side plates were tight. The reported event was confirmed since during initial inspection the technician could replicate the reported event. The root cause of the reported event was due to the blades which were bent. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was returned for service at zimmer biomet on november 12, 2014. The issue was resolved replacement of the old-style side plates, worn cutter, roller, and damaged handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not meshing skin during surgery. No adverse events have been reported as a result of this malfunction.